Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of a patient, regarding patient's implantable neurostimulator (ins) for spinal pain. It was reported that patient had radiation therapy and after the treatment she went to check her ins; it was showing she was laying down when she was standing up. Patient was then able to get the correct body position to appear. Pss walked the caller through turning the adaptive stim on and off. It was confirmed that stimulation was comfortable in the position patient needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's weight was provided.